Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed. At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: lysis of adhesions. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a 39-year-old female patient who had essure (batch no. C22907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, right upper quadrant pain and right lower quadrant pain. The essure devices were passed into the tubal ostia on both sides with 3 no. Of coils on the left & 3 no. Of coils on the right remaining on the uterus. Concurrent conditions included human papilloma virus infection, herpes nos, dysfunctional uterine bleeding, adenomyosis, uterine bleeding and endometriosis. Concomitant products included ibuprofen since (B)(6) 2016, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) from november 2016 to january 2017 and paracetamol (tylenol) since (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 1 month after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain, pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal ),"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), adenomyosis ("other injury(ies) or complication please describe: adenomyosis") and uterine adhesions ("other injury(ies) or complication please describe: adhesive disease"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition:, anxiety, mental anguish") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingoopherectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, vaginal infection, depression, anxiety, weight increased, adenomyosis, uterine adhesions, urinary tract infection and cystitis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, bladder disorder and urinary tract disorder had resolved. The reporter considered adenomyosis, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, uterine adhesions, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: lysis of adhesions. Treatment received for pain, bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: anxiety, adenomyosis, pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number received. New events bladder or urinary problems, bladder infection were added. Outcome of events bladder or urinary problems were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a 39-year-old female patient who had essure (batch no. C22907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, right upper quadrant pain, right lower quadrant pain and cesarean section. The essure devices were passed into the tubal ostia on both sides with 3 no. Of coils on the left & 3 no. Of coils on the right remaining on the uterus. Concurrent conditions included human papilloma virus infection, herpes nos, dysfunctional uterine bleeding, adenomyosis, uterine bleeding, endometriosis, bacterial vaginosis and vaginitis. Concomitant products included ibuprofen since (B)(6) 2016, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) from (B)(6) 2016 to (B)(6) 2017 and paracetamol (tylenol) since november 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 1 month after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain, pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal ),"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), adenomyosis ("other injury(ies) or complication please describe: adenomyosis") and uterine adhesions ("other injury(ies) or complication please describe: adhesive disease"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition:, anxiety, mental anguish") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingoopherectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, vaginal infection, depression, anxiety, weight increased, adenomyosis, uterine adhesions, urinary tract infection and cystitis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, bladder disorder and urinary tract disorder had resolved. The reporter considered adenomyosis, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, uterine adhesions, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: lysis of adhesions. Treatment received for pain, bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on( B)(6) 2021: medical record received. Medical history was added. There is no significant change in medical context of the case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a 39-year-old female patient who had essure (batch no. C22907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, right upper quadrant pain and right lower quadrant pain. The essure devices were passed into the tubal ostia on both sides with 3 no. Of coils on the left & 3 no. Of coils on the right remaining on the uterus. Concurrent conditions included human papilloma virus infection, herpes nos, dysfunctional uterine bleeding, adenomyosis, uterine bleeding and endometriosis. Concomitant products included ibuprofen since (B)(6) 2016, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) from november 2016 to january 2017 and paracetamol (tylenol) since (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 1 month after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain, pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal ),"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), adenomyosis ("other injury(ies) or complication please describe: adenomyosis") and uterine adhesions ("other injury(ies) or complication please describe: adhesive disease"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition:, anxiety, mental anguish") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingoopherectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, vaginal infection, depression, anxiety, weight increased, adenomyosis, uterine adhesions, urinary tract infection and cystitis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, bladder disorder and urinary tract disorder had resolved. The reporter considered adenomyosis, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, uterine adhesions, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: lysis of adhesions. Treatment received for pain, bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, right upper quadrant pain and right lower quadrant pain. The essure devices were passed into the tubal ostia on both sides with 3 no. Of coils on the left & 3 no. Of coils on the right remaining on the uterus. Concurrent conditions included human papilloma virus infection, herpes nos, dysfunctional uterine bleeding, adenomyosis, uterine bleeding and endometriosis. Concomitant products included ibuprofen since (B)(6) 2016, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) from (B)(6) 2016 to (B)(6) 2017 and paracetamol (tylenol) since (B)(6) 2016. On (B)(6)2015 , the patient had essure inserted. On (B)(6)2015 , the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 1 month after insertion of essure. On (B)(6)2016 , the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6)2016, the patient experienced pelvic pain ("pelvic pain, pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal ),"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), adenomyosis ("other injury(ies) or complication please describe: adenomyosis") and uterine adhesions ("other injury(ies) or complication please describe: adhesive disease"). On (B)(6)2016 , the patient experienced depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition:, anxiety, mental anguish") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingoopherectomy, diagnostic cystoscopy). Essure was removed on(B)(6)2016 . At the time of the report, the device dislocation, menstrual disorder, vaginal infection, depression, anxiety, weight increased, adenomyosis, uterine adhesions and urinary tract infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue had resolved. The reporter considered adenomyosis, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine adhesions, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6)2015 : result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one were described in patients medical record: anxiety, adenomyosis, pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019 : pfs& mr received reporter information was added. New event added, vaginal bleeding, menorrhagia, vaginal infection, urinary tract infection, anxiety, depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, adenomyosis, adhesive disease. Severity added pelvic pain female. Outcome added pelvic pain female, vaginal bleeding, menorrhagia,dysmenorrhea (cramping), dyspareunia, fatigue, vaginal discharge. Medical history, concomitant drugs and lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: lysis of adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.